Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the physician identified a possible distal type 1 endoleak or a type 2 endoleak and decided to intervene. On (B)(6) 2019, after it was unable to be determined whether it was a distal type 1 endoleak or a type 2 endoleak present, the physician decided to coil the lumbar artery, and then subsequently coil embolized the right internal iliac artery. After coil embolizing the right internal iliac artery, the physician then bridged the contralateral leg endoprosthesis limb on the right side from the 20mm limb (plc201000, l/s#: 17573780) into the right external iliac artery using the following devices: plc141200, l/s#: 20088822; pll161007, l/s#: 18462320. The procedure was completed without any issues. Patient is reported to be doing well and tolerated the procedure.

Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿.